Manufacturer narrative:
08-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Comes loose - oral-b [device connection issue]. Case narrative: female consumer via phone stated that the oral-b precision clean toothbrush heads came loose during brushing with the oral-b genius x toothbrush. No injury was reported. 04-apr-2024 case update: the concomitant product lot was u318. No injury was reported. 23-apr-2024 case update from information initially received on 04-apr-2024: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Comes loose - oral-b [device connection issue] case narrative: female consumer via phone stated that the oral-b precision clean toothbrush heads came loose during brushing with the oral-b genius x toothbrush. No injury was reported.